Event description:
It was reported that the lead was capped and abandoned during a generator replacement due to failure to sense and abnormal pacing parameters. The lead was capped and a new lead was implanted. It was also noted that the patient was part of the (B)(4) study. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.